Manufacturer narrative:
Batch review performed on 28 june2019: patella resurfacing set ref 11.00005, lot 178222: (B)(4) items manufactured and released on 10-jul-2018. Expiration date: 2023-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 3 similar reported events ((B)(4)). Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone. The mat of the patella base is part of a second design and already in force. With this modification the spike has been reinforced on the base adding bigger radius.

Event description:
After the implantation the surgeon noticed that 1 out of the 4 spikes of the base insert for patella clamp was missing. The missing pin was found on the patient patella and tendon. The surgeon was able to retrieve the pin from the patient body. The surgery was completed successfully.